Event description:
Began discussion with surgeon regarding access. At that point I told him the right side was it a little bit less calcific and it may be best to attempt that option. He chose to go left side even though in the mid left common iliac artery there was a circumferentially calcific area. We treated 2 centimeters proximal of the left subclavian artery down the descending aorta with a 36 by 200 relay pro nbs. Then we overlapped with a 44 by 200 relay pro nbs distally. The 36 passed easily through left iliac. The 44 x 200 had difficulty and the doctor pushed forcefully twice by ca+ area of left iliac. When he pulled the device out, he said "there is a transition on this device" I assured him there wasn't when prepped and it might be from pressing hard on the calcium. When the 44 by 200 was prepped everything was prepped properly and there was no shelf or transition with the device. After the physician made three attempts to cross with the secondary distal stent graft, he used a 23 french dilator. He then proceeded to forcefully push and turn the catheter (relay pro outer sheath) into the patient until it got navigated into the aorta and treated the patient effectively. At the end of the case when he was pulling out the second device the pressure's dropped and we noticed patient had a ruptured iliac. He placed two 10-millimeter viabahn stents then as he went to retract the catheter, he inadvertently pulled out the sheath and continued to do this twice before placing a long cook sheath and dislodging the freshly place covered viabahn stents in left iliac. He had to place 2 more viabahn stents and balloon several times to repair. Lastly, he stated the new perclose devices failed, and the artery had to have an open repair. Patient outcome - "no injury to patient they were taken off the table."

Event description:
Began discussion with surgeon regarding access. At that point I told him the right side was it a little bit less calcific and it may be best to attempt that option. He chose to go left side even though in the mid left common iliac artery there was a circumferentially calcific area. We treated 2 centimeters proximal of the left subclavian artery down the descending aorta with a 36 by 200 relay pro nbs. Then we overlapped with a 44 by 200 relay pro nbs distally. The 36 passed easily through left iliac. The 44 x 200 had difficulty and the doctor pushed forcefully twice by ca+ area of left iliac. When he pulled the device out, he said "there is a transition on this device" I assured him there wasn't when prepped and it might be from pressing hard on the calcium. When the 44 by 200 was prepped everything was prepped properly and there was no shelf or transition with the device. After the physician made three attempts to cross with the secondary distal stent graft, he used a 23 french dilator. He then proceeded to forcefully push and turn the catheter (relay pro outer sheath) into the patient until it got navigated into the aorta and treated the patient effectively. At the end of the case when he was pulling out the second device the pressure's dropped and we noticed patient had a ruptured iliac. He placed two 10-millimeter viabahn stents then as he went to retract the catheter, he inadvertently pulled out the sheath and continued to do this twice before placing a long cook sheath and dislodging the freshly place covered viabahn stents in left iliac. He had to place 2 more viabahn stents and balloon several times to repair. Lastly, he stated the new perclose devices failed, and the artery had to have an open repair. Patient outcome: "no injury to patient they were taken off the table."